Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation concluded that the reported event was related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed because the gripper lines could not move during preparation, which has the potential to cause or contribute to serious injury if it were to reoccur during use inside the patient. It was reported that during preparation of the clip delivery system (cds), the gripper line was not movable when retracting the gripper lever and one of the gripper was noted to be damaged; thus, the cds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure. There was no additional information provided.